Manufacturer narrative:
A siemens customer service engineer (cse) performed preventive maintenance on the day of event, prior to the discordant result. The cse discovered that sample probe and reagent probe 3 were pushing against the bottom of the cuvette, the reagent compartment above thermal electronic device was iced up, and the instrument was flagged with a "loop a" error. The cse replaced the thermistor and cleared away the ice. The customer ran quality controls, resulting within range. The cause of the discordant falsely elevated tni-ultra result was is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The sample was run in duplicate, resulting low on the first replicate and falsely elevated on the second replicate. The mean result of the two replicates was erroneously reported to the physician(s), who questioned it. The sample was recentrifuged and repeated in duplicate on the same instrument, resulting lower and matching with the first replicate obtained. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00190 was filed on april 11th, 2016. Additional information (03/29/2016): a siemens customer service engineer (cse) was dispatched to the customer site and service was performed over a few visits. The cse performed a total service call. The cse returned to the site to check the instrument's overnight performance and results were as expected. A daily cleaning procedure was run successfully. The cse also installed a new air ionizer. A siemens technical application specialist (tas) and a cse returned to the customer site. They performed a daily clean and rinsed the system with water. A dry substance under the wash manifold at dispense port 1 was removed. The wash guides and aspirate probe 1 were replaced following a dispense test. The reagent covers were cleaned and the luminometer was checked. Dark counts with cuvettes repeatedly failed. The instrument was rebooted, after which dark count with and without cuvette passed and the tni-ultra method was calibrated. The cause of the discordant falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. The corrected result was reported to the physician(s).

Event description:
The corrected result was reported to the physician(s).